Event description:
I had a bbl with j-plasma in the abdominal and under the arms. Now my skin is blue and black in the abdomen and back of my arms where I had the j-plasma. Serious skin discoloration. I can take pictures if needed as this has not went away since I had the surgery in (B)(6) 2021. FDA safety report ID#:(B)(4).